Event description:
It was reported that during testing conducted at the manufacturer facility, the loaner saw would not stop running immediately when the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.